Event description:
Reporter indicated that pt's chest was red and swollen but neck was fine at post-implant follow up appointment. Duracef was prescribed. Approx 4 days later, it appeared that the generator had migrated down into the axilla area. Interrogation was successful, but the device was not programmed to on nor was lead test run. Pt was admitted to hosp for IV antibiotics. Pt was discharged from hosp on home IV antibiotics later, and it was noted that the redness was gone. Pt will remain on home antibiotics for a few more weeks.